Event description:
It was reported that the customer was found in bed with his infusion set disconnected and the insulin pump on the floor. The nurse stated that the customer's blood glucose was high and the blood glucose meter only was reading "high." The nurse stated that the customer is symptomatic for hyperglycemia. It was stated that the customer was complaining of nausea and vomiting the day of the event. It was stated that the nurse contacted the doctor, and they treated him manually. The caller stated that the doctor recommended to stay disconnected for the evening and to reconnect in the morning. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.